Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage-battery compartment crack) issue. It was reported the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no evidence of shortened battery life. Data relevant to the complaint date was overwritten due to extended pump use. Three battery compartment cracks were observed. The battery compartment and battery cap threads were damaged. The cap could not secure properly to the pump; a test cap was used for investigation. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. No moisture was observed within the battery compartment or on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A pump case crack was observed.